Event description:
It was reported that two set screws were firmly stuck into place in the screws and could not be torqued during a removal surgery. After attempting to turn the screws several time, the threads of both the screws and set screws were stripped. The physician cut the rod and removed the screws along with the rod which resulted in a 90 minutes extension to the time of the revision surgery. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10209, 1526439-2014-12011, 1526439-2014-10212, and 1526439-2014-10213.

Event description:
It was reported that two set screws were firmly stuck into place in the screws and could not be torqued during a removal surgery. After attempting to turn the screws several time, the threads of both the screws and set screws were stripped. The physician cut the rod and removed the screws along with the rod which resulted in a 90 minutes extension to the time of the revision surgery. No adverse consequences to the patient were reported.